Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The patient gets 4 boluses a day. The indication for use was non-malignant pain. The patient reported that they were tired of the handset for they had been going through it for months. Last night it took a half hour to get a bolus. The patient had to put the thing in over and it would go through the process 2 or 3 or 4 times before they could get their dose. The patient noted they got their pump adjusted one time and it started working quicker about 6 months ago. During the call the agent walked the patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.